Event description:
Implant card was received noting the patient had a prophylactic battery change. Per hospital the replacement took place, they discard products after explant therefore unavailable for return. No additional relevant information has been received to date.

Event description:
The patient reported having an irregular pulse and asked if this was related to the battery depletion of vns. Clinic notes for the patient were received in which it was noted they were being seen by the physician due to an increase in seizures and patient was no longer feeling stimulation. No known surgery has been reported to have occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received from the physician that the increase in seizures were not related to vns however were unable to provide an assessment on the other events as they had not been reported by the patient. No additional relevant information has been received to date.